Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Additionally, it was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was 150 mg/dl. Reportedly, a supply change was performed resolving the issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.